Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a loss of c apture, high impedance in the bipolar configura- tion, low impedance in the unipolar configuration and an outer coil fracture. The fracture was also noted on an x-ray.~~